Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the atrial lead, which resulted in automated mode switch episodes. No patient symptoms were reported. No additional information was available.